Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a robot-assisted laparoscopic prostatectomy on unknown date and suture was used. The suture was detached from the needle too easily during continuous suturing for a bladder urethral anastomosis. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of a needle, the swage and attachment area were as to be expected. The hole of the needle was examined for suture remnant and remnant was found into to hole and marks on body and edge needle that appears to be by use of the surgical instruments. The suture was examined, and the ends were noted cut by use of the surgical instrument. To avoid this kind of damage the packages, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the needles condition the assignable cause was an improper handling.